Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 7:00 pm, the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. The patient took no actions due to this meter issue. The patient manages her diabetes with insulin pump therapy. On (B)(6) 2013 at 9:00 am, the patient experienced the symptoms of confusion and itchiness on the abdomen; she did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s test strips were correct. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient¿s symptoms were not indicative of severe injury and she denied seeking medical attention. However, as the meter power issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/30/2013) the patient¿s meter, usb cable, and ac adaptor have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter, usb cable, and ac adaptor passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.